Manufacturer narrative:
The patient was seen in-clinic and acceptable shock impedance measurements were obtained. The patient will be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. Boston scientific technical services (ts) discussed continued remote monitoring or further evaluation in clinic. No adverse patient effects were reported.